Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:') in a female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multigravida, parity, pelvic pain, uterine bleeding, tenderness and endometriosis. Concomitant products included hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2015 and ibuprofen since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain/ pain on left side"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea;"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, d & c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:') in a female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" and device monitoring procedure not performed "patient did not undergo an essure confirmation test/ patient did not undergo confirmation test". The patient's medical history included multigravida, parity, pelvic pain, uterine bleeding, tenderness and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 and ibuprofen since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pain/ abdominal pain/ pain on left side"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), nausea ("nausea;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, d & c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue and headache outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraine, headaches, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New event added: pelvic pain, headaches. Outcome of the events pelvic pain, abdominal pain, dyspareunia were updated to recovered/resolved. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:') in a female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included multigravida, parity, pelvic pain, uterine bleeding, tenderness and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015 and ibuprofen since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain/ pain on left side"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea;"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, d & c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device, nausea, dyspareunia (painful sexual intercourse), fatigue, abdominal pain" were added. New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was added. Medical history was added. Concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.